Manufacturer narrative:
Analysis of the desktop charger (serial #: (B)(4)) found that the cable assembly had broken and bent connector pins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger (serial #: (B)(4)) found that the cable assembly had broken and bent connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the connector pin on their desktop charger broke off. The patient stated that they could not charge the recharger and their implantable neurostimulator (ins) was off. It was clarified that the patient¿s ins battery was depleted. No out of box failures were reported. The repair department was contacted and a replacement desktop charger was requested. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.